Event description:
It was reported by the patient's spouse that the patient had been hospitalized with hyperglycemia some time in february. The patient's blood glucose levels were not provided but the patient was wearing the pod at the time of the reported event. Insulin was found in the pod window. The patient was treated with unspecified fluids and a new pod was applied. The patient's discharge date was not provided. The patient was unable to provide additional specific details, as the incident occurred back in (B)(6).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.